Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly at the base and was not returned.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace tip was fractured. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the harmonic ace instrument was inspected prior to use and there was no damage observed. The instrument tip completely broke off during the procedure. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.